Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient expired approximately 25 months post index procedure secondary to cardiac causes and vascular disease. This was a (B)(6) male with a medical history of angina, hyperlipidemia, hypertension, pvd/claudication, smoking and abdominal aortic aneurysm experienced stable angina at the 12 month post follow up visit. The indication for the index procedure was unstable angina pectoris. At the time of the index procedure, angiography revealed 95% stenosis to the mid right coronary artery (rca). The lesion was described as 10 mm in length, class a and de novo. The lesion including side-branch was less or equal to 2.5 mm. The reference vessel was 2.75 mm in diameter. A 2.5 x 23 cypher rx stent (lot# 15092504) was implanted at 16 atm. The stent was post dilated with a 3.0 x 20 mm balloon at 18 atm due to study stent not fully expanding. The post residual stenosis was 0% and timi 3. The first obtuse marginal (1st ob marg) was described has 8 mm in length, mid, lesion including side-branch less than or equal to 2.5 mm, de novo, and 95% stenosis. There was definite thrombosis present prior to pci. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 15 balloon at 14 atm due to failed direct stenting. The first attempt to deliver the study stent failed and an additional 3.0 x 13 mm cypher stent was implanted at 14 atm. The post residual stenosis was 0% and timi 3. The proximal circumflex was described as 15 mm in length, heavily calcified, b2, de novo and 70% stenosis. The reference vessel was 2.75 in diameter. The lesion was pre-dilated with a 2.5 x 15 balloon at 14 atm due to failed direct stenting. The first attempt to deliver the study stent failed. On the second attempt, a 2.5 x 18 mm cypher stent at 18 atm was implanted. There was 0% post residual stenosis and timi 3. There was no other procedural complications reported and the patient was discharged two days later. Additional information was received reporting that the patient died on (B)(6) 2012. Additional information received from the site indicated that the patient had a sudden cardiac arrest and died on (B)(6) 2012. The patient died at home. The death certificate was collected. The investigator felt that the event was not related to the study stent, index procedure, or study drug. Additional information received from the site indicated that a secondary cause of death was generalized vascular disease. Previously it was reported that the primary cause of death was cardiac arrest in an investigator's opinion and it was captured accordingly. As per this new info, the investigator feels that the secondary cause of death was generalized vascular disease, and it was possibly related to the cypher stent; thus the event will be captured in the file. According to the patient's history, patient has a history of pvd/claudication. Since investigator considered this event to be related to the stent and the exact location of the disease was unknown; this will be updated to the FDA. If additional information regarding generalized vascular disease is received, the file will be processed accordingly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cardiac death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vascular disease while not specifically mentioned in the cypher IFU is a part of the overall atherosclerotic disease process. Intra-arterial stent placement is a treatment and not a cure for the disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported cardiac death. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00491, 3003742446-2012-00492, and 3003742446-2012-00493.

Event description:
Addendum: additional information received from the site indicated that a secondary cause of death was generalized vascular disease. Previously it was reported that the primary cause of death was cardiac arrest in an investigator's opinion and it was captured accordingly. As per this new info, the investigator feels that the secondary cause of death was generalized vascular disease, and it was possibly related to the cypher stent; thus the event will be captured in the file. According to the patient's history, patient has a history of pvd/claudication. Since investigator considered this event to be related to the stent and the exact location of the disease was unknown; this will be updated to the FDA. If additional information regarding generalized vascular disease is received, the file will be processed accordingly.

Manufacturer narrative:
Concomitant medications included ace inhibitors, aspirin, beta blocking agents, bivalirudin, plavix, lisinopril, metoprolol succinate, paroxetine, pentoxifylline, spectral, and simvastatin. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00491, 3003742446-2012-00492, and 3003742446-2012-00493.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced cardiac arrest approximately 25 months post index procedure. This was a (B)(6) male with a medical history of angina, hyperlipidemia, hypertension, pvd/claudication, smoking and abdominal aortic aneurysm experienced stable angina at the 12 month post follow up visit. The indication for the index procedure was unstable angina pectoris. At the time of the index procedure, angiography revealed 95% stenosis to the mid right coronary artery (rca). The lesion was described as 10 mm in length, class a and de novo. The lesion including side-branch was less or equal to 2.5 mm. The reference vessel was 2.75 mm in diameter. A 2.5 x 23 cypher rx stent (lot# 15092504) was implanted at 16 atm. The stent was post dilated with a 3.0 x 20 mm balloon at 18 atm due to study stent not fully expanding. The post residual stenosis was 0% and timi 3. The first obtuse marginal (1st ob marg) was described has 8 mm in length, mid, lesion including side-branch less than or equal to 2.5 mm, de novo, and 95% stenosis. There was definite thrombosis present prior to pci. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 15 balloon at 14 atm due to failed direct stenting. The first attempt to deliver the study stent failed and an additional 3.0 x 13 mm cypher stent was implanted at 14 atm. The post residual stenosis was 0% and timi 3. The proximal circumflex was described as 15 mm in length, heavily calcified, b2, de novo and 70% stenosis. The reference vessel was 2.75 in diameter. The lesion was pre-dilated with a 2.5 x 15 balloon at 14 atm due to failed direct stenting. The first attempt to deliver the study stent failed. On the second attempt, a 2.5 x 18 mm cypher stent at 18 atm was implanted. There was 0% post residual stenosis and timi 3. There was no other procedural complications reported and the patient was discharged two days later. Approximately 28 months later, a patient had a sudden cardiac arrest and died. The patient died at home. The death certificate was collected. The investigator felt that the event was not related to the study stent, index procedure, or study drug. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095734 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cardiac death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported cardiac death. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00491, 3003742446-2012-00492, and 3003742446-2012-00493.

Event description:
As reported by the (B)(4) study, a patient experienced sudden cardiac arrest and expired at home approximately 29 months post index procedure. The indication for the index procedure was unstable angina pectoris. At the time of the index procedure, angiography revealed 95% stenosis to the mid right coronary artery (rca). The lesion was described as 10mm in length, class a and de novo. The lesion including side-branch was less or equal to 2.5mm. The reference vessel was 2.75mm in diameter. A 2.5 x 23 cypher rx stent (lot # 15092504) was implanted at 16atm. The stent was post dilated with a 3.0 x 20mm balloon at 18atm due to study stent not fully expanding. The post residual stenosis was 0% and timi 3. The first obtuse marginal (1st ob marg) was described as 8mm in length, mid, lesion including side-branch less than or equal to 2.5mm, de novo, and 95% stenosis. There was definite thrombosis present prior to pci. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 15 balloon at 14atm due to failed direct stenting. The first attempt to deliver the study stent failed and at a second attempt a 3.0 x 13mm cypher stent was implanted at 14atm. The post residual stenosis was 0% and timi 3. The proximal circumflex was described as 15mm in length, heavily calcified, b2, de novo and 70% stenosis. The reference vessel was 2.75 in diameter. The lesion was pre-dilated with a 2.5 x 15 balloon at 14atm due to failed direct stenting. The first attempt to deliver the study stent failed. On the second attempt, a 2.5 x 18mm cypher stent at 18atm was implanted. There was 0% post residual stenosis and timi 3. There were no other procedural complications reported and the patient was discharged two days later. Approximately 29 months post index, the patient had a sudden cardiac arrest and died. The patient died at home. The death certificate was collected. The investigator felt event was not related to the study stent, drug, index procedure.

Manufacturer narrative:
Addendum ((B)(4) 2013): additional information was received through revised crf. Previously reported event of generalized vascular disorder as one of the cause has been removed in the database and updated as cardiac arrest. The event of cardiac arrest had previously been reported at the time of initial report. The event of vascular disorder has been removed from the file. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00491, 3003742446-2012-00492, and 3003742446-2012-00493.